Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally, the charger was unable to charge a battery. The root cause for the inability to charge a battery was a contaminated battery board. The root cause for the defective power supply brick could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was unable to power on.